Event description:
The customer reported the device having a malfunction and cables failing. A shock equipment error was subsequently identified. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device having a malfunction and cables failing. A shock equipment error was subsequently identified. There was no pt involvement. Philips evaluated the device and confirmed a shock equipment malfunction message and the device's rfu had a solid red x. The therapy pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer site.